Event description:
Info received indicates the left intermediate siderail is not latching.

Manufacturer narrative:
The technician disassembled, cleaned and reassembled the siderail latch mechanism to repair the bed.